Event description:
A doctor's office reported that one (1) of their employees alleged that she experienced symptoms of sneezing and swollen eyes after being exposed to procide-d.

Manufacturer narrative:
The employee alleged that she experienced allergies that have progressed in severity over the last year. The employee visited an allergist in order to assess the cause of the reactions; testing results revealed that the employee was highly allergic to many different elements. The office reported that they were not definitive as to whether or not procide-d was the cause of the employee's reactions. The employee was prescribed a series of allergy injections; they are to be administered once a week by the allergist for the next few months. The office is still using procide-d; the employee experiences the same reactions when exposed to the product. The product involved in the alleged incident was not returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the product was released within specifications and acceptable parameters.

Manufacturer narrative:
The product involved in the alleged incident was procide-d plus.